Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer utilizing multiple daily injections (mdi) and did not require third-party assistance. Technical support provided information on resetting the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer will continue using the pump.